Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that the device failed for visual assessment (there were two small holes in hose near muffler and a slightly larger hole was found on the hose about 12 inches above prv), loctite assessment for housing/swivel and modified set screw, and rotational speed assessment (the devices rotational speed at 90 psi was well below the minimum requirement). During service/repair, it was determined that the vanes were worn. It was noted that the device was received with a red tape rapped around each end of the hose. It was determined that the issues were consistent with wear over time. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was returned from the operating room ¿or¿ with a tag indicating that the device was broken, was leaking air and there was a cut in the sleeve. During in-house engineering evaluation, it was observed that the rotational speed assessment failed (the device¿s rotational speed at 90 psi was well below the minimum requirement). The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.